Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer report number: 2017865-2021-13903. It was reported that the patient presented with palpitations and syncope. Upon interrogation, capture threshold was high with inadequate or no capture at maximum output. It was found that both leads were dislodged. The leads were explanted and replaced. The patient was stable.

Manufacturer narrative:
The reported events were failure to capture, unacceptable threshold and lead dislodgement. A complete lead was returned in one piece. The reported events of failure to capture and unacceptable threshold were not confirmed. Visual examination of the lead did not find any anomalies. Electrical testing did not find any indication of conductor fractures or internal shorts. S-curve was measured to be within specification.